Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient sample. At 7:29, the result from the first sample from the patient was 267.4 pg/ml with a data flag. At 15:27, the result from the second sample from the patient was 8.54 pg/ml. On (B)(6) 2018, the second sample was repeated and the result was 255.8 pg/ml with a data flag. The first sample was repeated and the result was 390.0 pg/ml with a data flag. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 267654. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.